Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during non-emergency treatment procedure proceeds the issue happened. The procedure was completed by moving to another system within the same facility. Philips field service engineer (fse) examined the system onsite confirmed the reported issue. After reviewing the log, it concluded that reported malfunction. Upon troubleshooting, it found the ippc corrupted image disks. The fse create the image store and restarted the system, completing multiple error-free tests. To resolve the issue, the fse replaced the ippc and two image disks and return the part for further analysis, but no failure found. After replacing the ippc and two image disks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image disk was full, preventing x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.